Event description:
Caller reported a malfunction on pump, identified by malfunction code 16, without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.